Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, in-stent thrombosis occurred. The patient had an unk size taxus stent implanted in the left anterior descending (lad) artery, at different facility about two yrs ago. The patient presented with chest pain. Angiography revealed some thrombus in the previously placed taxus express2 drug eluting stent and in a lesion proximal of the stent. A 3.00 x 12mm taxus stent was placed to treat the proximal lad edge lesion. The stent was deployed for 27 seconds to 18 atms and 18 seconds to 18 atms. Medications given: heparin and nitroglycerin. No add'l patient complications were reported. Patient status reported as "fine".

Manufacturer narrative:
Product analysis could not be completed because the complaint product was not returned. The exact cause of the difficulties experienced during the procedure could not be determined. The batch number for this complaint is unk; therefore, a review of the mfg records could not be carried out. As the upn is unk, a ship history could not be carried out in order to identify potential batch numbers for this complaint. Therefore, a review of the mfg records for potential batches that this complaint was reported for could not be carried out. A CAPA has been initiated to address this issue.